Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had bleeding when they tried to insert the intermittent catheters. It was noted that the patient was new to catheterizing. Per follow-up via phone on 03feb2022, it was reported that the patient using the catheters went well but then they started stopping up with blood and clots. Patient went to the emergency room and they did a procedure to clean out the urethra and placed a foley catheter.

Event description:
It was reported that the patient had bleeding when they tried to insert the intermittent catheters. It was noted that the patient was new to catheterizing. Per follow-up via phone on (B)(6) 2022, it was reported that the patient using the catheters went well but then they started stopping up with blood and clots. Patient went to the emergency room and they did a procedure to clean out the urethra and placed a foley catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode could be "biocompatibility issues(bleeding)". Therefore, a potential root cause for this failure could be "unsuitable material". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor". "Precautions: please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube)." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.